Manufacturer narrative:
Additional information was received. A corrected MDR is being submitted. Per clarification received from the edwards field clinical specialist, bav was not performed and the native valve was unable to be crossed with the valve and delivery system. The valve and delivery system were in the ascending aorta, the contralateral femoral access site was used to pass an addition wire into the left ventricle with a balloon, and bav was performed. The operator was able to cross without issue and deploy the valve successfully. As there is no evidence of an edwards device malfunction or adverse event, the event does not meet the criteria for a reportable event. A corrected supplemental report is being submitted.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per a report received via (B)(4) , the physician stated, "sometimes you just need a little help - can go sledding on a balloon or snare it - all standard maneuvers were tried including predilation bav, 1-2cc in s3balloon, lunderquists, etc." No additional information was provided.